Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for rapid ventricular response (rvr). It was noted atrial arrhythmia in progress at time of therapy. There was also undersensing noted on atrial channel on stored electrocardiogram (egms). The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.